Event description:
It was reported that voltage on the system controller was "too low" while on mobile power unit power. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the mobile power unit (mpu) exchange resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms activating while connected to the mobile power unit (mpu) was not confirmed as no log files were submitted for review and the reported event was unable to be reproduced during testing of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center and by product performance engineering, alongside known working test equipment. The returned mpu was powered on and the unit booted up as intended without any issues. The mpu was connected to a test system controller and a mock circulatory loop, and the mpu successfully supported the system for an extended period of time without any issues or atypical alarms produced. The unit was disassembled to inspect the internal components and no issues were observed. Circuit analysis of the internal components did not reveal any issues. The returned mpu functioned as intended throughout testing. Additional information provided communicated that no log files were available for review. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: loose casing on the mpu patient cable connector, and a small crack was observed on the mpu battery door. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number mpu-24743, was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 29mar2017. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G4: PMA number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.